Event description:
Additional information indicated that the physician was able to refill under ultrasound with no problem. The cultures were negative. The patient was getting good therapy and doing okay. The pump was used to deliver hydromorphone, bupivacaine and ketamine.

Event description:
It was reported that there was filling/aspiration difficulties. It was noted that there was an aspiration issue, specified as the healthcare provider (hcp) thought they were in the refill port but when the hcp aspirated a return of cloudy white liquid was noticed. It was reported that the hcp immediately aborted the refill procedure due to the concern that the syringe and tubing were then contaminated. It was reported that there was a refill aborted. It was noted that the actions required as a result of the event included medical intervention explained as prophylactic antibiotics. It was reported that action not taken yet but planned included a CT scan and cultures. It was noted that the hcp was certain that they were in the access port but when the hcp aspirated cloudy white liquid the hcp determined that was not the case and aborted the procedure. It was reported that the patient planned to return in 10 to 14 days from the time of report for a refill after the appropriate evaluation had been done to rule out infection. It was noted that the patient¿s status at the time of report was alive ¿ no injury. It was reported that there were no patient symptoms. It was noted that the pump was used to infuse an unknown drug at the time of report. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).